Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, a broken piece fell off the handheld camera head. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed, and the cable connector was found with a completely broken light guide adapter. The light guide adapter was found completely off from the connector. The adapter was returned with the retaining spring, but the return spring was not returned with the camera. Fa found signs of breakage on the locking tabs of the cable connector assembly. The qap (quality assurance procedure) was able to perform and passed the focus test and was able to recognize all different images and targets with no issue. There was no ghosting observed when switching from different targets. A review of the logs showed multiple 48221 errors. Additionally, the camera cable was found to have cosmetic damage. The laser markings on the housing were found partially removed on both sides. The camera cable was found to have delamination on the distal bend protection. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.